Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿s blood glucose was 51mg/dl at the time of the incident. The customer reported that they were at doctor's office and trying to link transmitter into the pump. The customer requested assistance with programming the pump. The troubleshooting guide was completed. The customer stated that she knows why her blood glucose was low she had not eaten but she had treated the low blood glucose now by eating. The customer was offered to troubleshoot for her blood glucose but she declined. The insulin pump will not be returned for analysis.